Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer was treated with manual injection. Customer stated that cannula was bent. Customer stated insulin pump stopped delivering insulin. Customer stated that insulin delivery was suspended due to insulin pump. The customer¿s blood glucose and sensor glucose was unknown at the time of the event. Troubleshooting was not performed. No further patient complications were reported.